Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a voltage too low for projected remaining capacity message resulting in an alert in the remote home monitoring system. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement interval was discussed. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.